Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17826. Related manufacturer reference number: 2017865-2021-17830. It was reported that the asymptomatic patient presented in-clinic with right atrial lead dislodgement discovered via chest x-ray. The patient was separately found to have an episode of ventricular tachycardia which was unable to be converted by the implantable cardioverter defibrillator, and required external rescue. The decision was made to replace the right ventricular lead to better accommodate the patient's high defibrillation threshold. Both the right atrial and ventricular leads were explanted. The patient was stable before, during, and after the procedure.